Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no alert/notification occurred. On (B)(6) 2024, the patient did not hear the alerts on his phone because his phone goes to "do not disturb." According to the report, the fiancé received a low notification on the follow app and attempted to call the patient for an hour. The fiancé called the police and an ambulance. Emergency medical service (ems) woke the patient. The blood glucose by ems was 38 mg/dl while the estimated glucose value was low. The patient was advised to drink juice and eat a sandwich. There was no documentation of further medical evaluation or intervention for hypoglycemia with decreased responsiveness. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No additional patient or event information is available.